Event description:
Rn of home patient (hp) reports hp with incomplete prime of patient line of homechoice sets. Hp reports that hp is usually able to reprime the line and complete treatment. No pt injury or medical intervention required per hp or rn.